Event description:
Patient underwent generator replacement surgery. The explanted generator has not been received by product analysis to date.

Manufacturer narrative:
B5 describe event or problem, corrected data: initial report inadvertently did not note that the patient underwent surgery. D6b if explanted, give date (mo/day/yr), corrected data: initial report inadvertently did not list the explant date f10 adverse event problem, corrected data: initial report inadvertently did not code 'f1905'. H6 adverse event problem, corrected data: initial report inadvertently did not code 'b17' for type of investigation.

Manufacturer narrative:
Livanova USA, inc. Submits this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation, based on information that livanova has obtained, but may not have been able to investigate or verify prior to the date the report was required by the FDA. This report does not constitute an admission, or a conclusion by FDA or anyone else, that the device, livanova, or livanova's employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects¿ or "malfunctions¿. These words are incorporated into the FDA 3500a medwatch form by the FDA, and livanova objects to their use.

Event description:
Patient reported feeling like their device has moved and it is no longer working properly. Follow-up was done with the physician's office and it was noted that the patient feels that their device is not working properly as she feels pain when she touches the area where the vns is placed. The physician did not know the cause of the generator migration and the patient has been referred to ent. Additional information received from the surgeon noting that the cause of the migration is unknown. The patient has since been referred for a battery replacement. No known surgical intervention has occurred to date. No other relevant information has been received to date.